Event description:
The manufacturer received information alleging a ventilator restarted during use of the device. There was no harm or injury reported during the evaluation of the device at the manufacturer's service center was unable to confirm the reported problem. An error e-95 was confirmed and main pca replaced to resolve. A life related smell was confirmed so the following parts were replaced, outlet flow path and right side assembly. The blower was replaced for periodic maintenance. The device was overall checked, cleaned and functionally tested, the software was upgraded to 3.6.2.